Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 97 mg/dl.